Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (05/2022). Device pending return.

Event description:
It was reported that during a port placement through the right internal jugular vein, the device allegedly failed to obtain blood samples. The procedure was completed using another device. There was no patient injury.

Event description:
It was reported that during a port placement through the right internal jugular vein, the device allegedly had a suction problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g5. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one MRI low profile port, two groshong catheter segments, three introducer needles, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported suction problem as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty in infusing or aspirating the port body under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.